Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months.  Although a root cause for the low speed events and pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. The log file captured low speed and pump stop events on (B)(6) 2018 11:50pm, 11:52pm, (B)(6) 2018 12:49am, and (B)(6) 2018 11:42am. These events corresponded to alarms for low speed and low flow hazard, as well as driveline disconnected. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. The replaced portion of the driveline was returned measuring approximately 20 inches. Visual inspection of the outer silicone jacket did not reveal any signs of damage. The outer jacket was removed and no signs of damage were identified along the bionate layer. Electrical continuity testing revealed no discontinuities or shorts. A visual examination of the metal braided shield did not reveal any areas of breakdown. The underlying wires beneath the metal shielding did not reveal any signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any further current leakage through the wire insulation. No other breaches were found. The evaluation did not reveal any issues that would have contributed to the events captured in the log file, however, the driveline was not entirely returned. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages were observed. Technical services reviewed the submitted log files, and pump stoppages were confirmed. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.